Event description:
A dialysis center nurse reported having six incidents where the titanium adapter would not hold to the tankhoff catheter. It was described that the adapter was coming out of the socketm after being applied securely. The nurse stated that the catheters were not new and held other adapters without incident. The nurse stated that no patient injury was associated with these incidents, however, ancef 1g, intraperitoneally was given propylatically.